Event description:
The customer reported the device displayed a "speaker malfunction" inop error message but was alarming normally. The device was in use on a patient. There was no report of patient or user harm.